Event description:
Rep reported that the device was implanted on 2/23 and initially everything worked fine. Several hours later, the device displayed a no transducer detected error message. Hospital unsuccessfully changed out cable and monitor. The hospital made the decision to revise the device. The rep did notice a section of the cable was stretched.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The supplier performed this evaluation and during the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter has been stretched. Wires broken inside catheter. Severe kinks in catheter. Sutures on catheter. Unable to test. Based on the above evaluation, it appears that inadequate use by the customer has caused the actual damages and the difficulty reported by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.